Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: cp1a.260505.005. Hardware: pixel 10. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod for an unspecified duration of use. The patient¿s mother reported being unsure if the cannula was properly seated in the infusion site on the patient¿s arm. Additionally, the patient¿s mother mentioned when they removed the pod, she noticed bleeding and the patient noted ¿stinging¿. Prior to removing the pod, the patient¿s grandmother administered two separate boluses and 1 unit of insulin via injection to try and lower their bg level with no success. As treatment, a new pod was applied.